Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was used to gain vascular access, however, there was a microdislodgement and the slack in svc came back. Then the lead was explanted and replaced. No additional adverse patient effects were reported